Event description:
It was reported that during use of the iab, the sterile sleeve was inflating and deflating in-sync with the balloon. Because of this, the iab was removed and replaced. There were no pt complications.